Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device needle detached while being applied to subcutaneous tissue and the needle fell into the patient cavity. They were able to retrieve the needle with the use of needle holder. An x-ray was performed to confirm all pieces were located. The suture was not treated or hydrated prior to use. There was no injury caused to the patient.